Event description:
It was reported that during implant procedure, it was difficult to insert the atrial lead into the device header. A new device was used and the lead was connected without issue. The patient was not affected by the event.

Manufacturer narrative:
.